Event description:
It was noted that a surgical intervention occurred.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ypnk, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient had cellulitis around the pocket area of the implant. It was unknown what led to the event but it was identified when the patient was seen with follow up to implant. The physician started that patient on antibiotics. The hcp later reported that the cellulitis resolved after antibiotic treatment. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.